Event description:
Caller states patient tested 6.6 inr and 5.5 inr on the coaguchek xs system while a comparison lab returned as 3.6 inr. No actions taken based on device results. No adverse event reported. Requested return of suspect system, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that the doctor performed a double valve replacement surgery using two ats valves. Within four hours of surgery, the mitral valve got "stuck" and the pt had to undergo a re-operation. The ats valve was explanted and a 27mm sjm valve was implanted. No pt problems were reported as the result of this event.